Event description:
It was reported via journal article that thrombosis occurred post procedure. The patient completed 45 days of warfarin and aspirin after implantation. Two years post implant of a watchman flx laa closure device, the patient underwent elective open-heart surgery for severe mitral valve regurgitation and moderate severe aortic valve regurgitation. The watchman flx was well-seated without gross findings of malposition or peri-device leaks. The central screw was visible without evidence of endothelialization. A large device related thrombus (drt) (2x2cm) was diagnosed intraoperatively, which was treated with left atrial appendage and watchman flx resection.

Manufacturer narrative:
Date of event: estimated as publishing date since unknown. Implant date: estimated as 2 years prior to publishing date since unknown. Malik, kashif et al., intra-operative findings with massive device-related thrombus after percutaneous left atrial appendage closure: mechanistic insights, heart rhythm, volume 19, issue 5, s127 - s128.